Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined high pacing impedance, and a fracture was confirmed. The rv lead was partially explanted and replaced as the lead broke during explant. The ra lead and ICD were explanted/replaced by a single chamber ICD.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to right ventricular (rv) lead oversensing. The rv lead also triggered a noise warning and lead integrity alert (lia) due sensing integrity counter (sic) and high rate non-sustained episodes. High threshold and high impedance were also noted on the rv lead. A fracture of the rv lead was suspected. In addition, due to a recent generator change, an implantable cardioverter defibrillator (ICD) connection/set screw issue was suspected because pacing, sensing, and detection issues were all noted on the ICD. In addition, it was reported the patient has a right atrial (ra) lead fracture. The patient reported suffering emotional distress. The ICD system was reprogrammed, and the patient opted to be discharged with a lifevest without additional intervention at that time. The rv lead, ICD, and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.